Manufacturer narrative:
No button error alarm noted. All buttons function properly; however unit had corroded keypad traces. Unit had cracked lcd window, cracked reservoir tube, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump may have been exposed to sweat due to wearing insulin pump inside of shirt. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.